Event description:
Information received indicates the bed has no electrical ground.

Manufacturer narrative:
The technician found the ground pin broken from the ac power cord plug. The technician replaced the plug to repair the bed.